Manufacturer narrative:
This reported will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to recurring dislocation. After surgery, the removed neck appeared to have a black substance on it.